Event description:
Reportedly, in 2009, the patient underwent a therapeutic plasma exchange (tpe) procedure with ffp as replacement fluid for ttp. The procedure was uneventful except for an air in return air detector alarm at the end of the procedure. The operator was unable to clear the alarm and performed a manual rinseback. This is part of their normal protocol, and they are familiar with performing manual rinseback. The procedure ended with no additional issues. The patient's medical condition was unchanged from prior to the procedures. Two days post procedure, the patient expired. The customer does not think the alarm, the machine, or the procedure had any bearing on the death of the patient. This MDR is being filed due to the proximity of the death to the tpe procedure.

Manufacturer narrative:
A service call was placed to do a full checkout of the instrument with a long simulated run. There was no alarm history because the ram ic (u10) on the display board was measuring zero volts. The service technician verified that all of the other voltages were in the manufacturer's spec. The pressure sensors, valves, and the pumps were in the manufacturer's spec. Calibration on the rbc detector and the collect concentration monitor function were verified to be in spec. The centrifuge speed check was also verified. A setup and simulated run were performed. The machine alarmed "air in return chamber" several times during the run, and there was no air in the chamber. The customer biomed indicated that he had already replaced the return air sensor and the sensor cca. The service technician suggested that the air detector board, and the ram ic (u10) be replaced to bring the instrument back into manufacturer's spec. The alarms seen would not have contributed to the patient death.